Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a cable broke during use (nothing fell into the patient), it was replaced with another instrument of the same type, without delays to the procedure. The procedure was completed with no reported injury.